Manufacturer narrative:
The event as described is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure). It is reported that end-user uses cavilon no-sting spray and then applies either stomahesive powder or nystatin powder to the affected site. End-user has seen a wound care nurse within the last 6 months who recommended the use of nystatin powder. During visit, end-user was provided instructions in crusting techniques by first applying powder and then a no-sting barrier spray. As a result of this treatment, end-user states the rash went away and has not returned since nov 2012. End-user was advised to contact his local wound care nurse (wocn) or primary care physician for possible an oral dose of diflucan. In addition, end-user was advised to continue using nystatin powder, ensure that site is aired out frequently, and to avoid long periods of sitting. End-user has been instructed to notify cvt if condition persists. No additional patient/ event details have been provided to date. Should additional information becomes available a follow up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Reports several month history of a rash with burning and intermittent itching under wafer's tape border located below the stoma on skin under tape border at 6 o' clock position and onto skin extending beyond tape border.